Event description:
It was reported to medtronic neurosurgery that the physician believed the device was not working properly and that it was explanted. According to the report, there was no injury to the patient.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.